Manufacturer narrative:
(B)(4). Pt age: the patient was born in 1988. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) while using unknown baxter disposables. The cause of peritonitis was not reported. On the same day, the patient was hospitalized and began treatment with cefazoline intraperitoneally (ip) (1gm, twice daily) and gentamycin ip (40mg, twice daily) for peritonitis. At the time of this report, the patient had not recovered from peritonitis. Capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient stopped the treatment with cefazolin and gentamycin. On that same day, the patient was discharged from the hospital. The patient recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.